Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory. The position waveform disappeared. Per the doctor the incident was related to the device as the optical sensor on the control device was thought to be the cause. Management was difficult, and the patient's cardiac function improved so the pump was removed. The inlet area was the left ventricle and the outflow area was the aorta. Ultrasound images were not available. Waveform issues occurred occasionally after insertion. Management continued with observation only. An alarm indicating unstable position waveform occurred. The position waveform on the aic screen after the problem occurred was not displayed. A-line waveform was normal.

Manufacturer narrative:
D1. Brand name corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The cause of the reported disappearance of position waveform was caused by malfunction of the console¿s optical measurement system.